Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced an occlusion alert and subsequently changed out their supplies. The patient determined that the cause was a kinked infusion site associated with the infusion set. Following the supply change, insulin delivery resumed appropriately and blood glucose levels returned to 115 mg/dl. Blood glucose levels were affected during the event, with a reported peak of 300 mg/dl and remaining outside the target range for approximately two hours. No back-up therapy was used, insulin delivery was not suspended through the device, and no ketone testing was performed. The patient reported no recent steroid injections, no professional medical intervention, no additional assistance, and no immediate health effects such as loss of consciousness, dizziness, or diabetic ketoacidosis. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.